Event description:
It was reported that a 35 year old, obese, female pt with heavy scarification underwent a percutaneous nephrostomy procedure. Upon retrieval, the catheter met with resistance and the distal portion of the device detached inside the pt's flank. The detached portion was surgically removed without incident and the procedure was completed successfully. The pt's condition is good. The device has not been returned by the user facility. Therefore no failure analysis is available. The physician reported he did not believe this was a device malfunction, thus the pt's anatomy contributed to this event. Co's direction for use state: "if unexpected resistance is encountered during advancement or withdrawal of the catheter, stop. Do not continue without first determining the cause of the resistance and taking remedial action."